Event description:
Information was received from a basic evaluation trial patient on day 4. It was reported that there was less than 50%. They were referred to the doctor. Additional information was received from a healthcare provider (hcp). It was reported it was unknown if any actions, interventions or troubleshooting occurred regarding the previously reported issue. The hcp stated the cause of the issues remains unknown, the patient had non-obstructive urinary retention and were not able to void during the pne.